Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow keypad button intermittently unresponsive. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the up, down, and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the cartridge compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the waterproof feature of the pump. Also unrelated, the display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.